Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary according to the information received, the reported event for the gst60b device was suspect diversion this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek that belong gst60b. The first tyvek belongs to t40l18, lot number was reviewed, and it belongs to a gst60b device, however the manufacturing date printed on the box does not match the expiration date recorded on our quality tracking system 2022-05-31. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. Based on the photo review the event describe is confirmed, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Additional information was requested, and the following was obtained: how was the product purchased? Product was purchased from a black market source which is not our distributer is there an indication of how the product was distributed? Also from unknown black market source is there any indication of the source? Unknown black market source based on the packaging, is there any indication of which the original genuine product may have come from? There are no indications about the product especially when we searched the lot no. On the system it was not found.

Event description:
It was reported that the product from parallel import that affects patients safety. No patient consequences reported. No further information is available.